Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6), surgeon's name: dr (B)(6), date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur neck, surgery description: fracture treatment, patient's information: 52 years, male, problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: "chimaera lag screw fins broke off in patient while turning the screw in, we removed the damaged screw and inserted a new one that worked perfectly, unfortunately there stayed pieces of metal behind in the patient. The patient have metal stuck in its soft tissue" the complaint report form also indicated: the device failure had adverse effects on patient: un-retrieved device fragments the initial surgery was not completed with the device a replacement device was immediately available to complete the surgery (a second chimaera lag screw that was in the loan set was used) the event led to a delay in the duration of the surgical procedure: 20 minutes dealy, fragments left within the patient an additional surgery was required: performed on (B)(6) 2024; they debrided the patient to remove the small pieces of metal. A medical intervention (outpatient clinic) was not required copy of operative reports is not available, copy of x-ray images is not available, product is available for return, device was at its first use, patient's current health condition: discharged and recovering. Further information received on (B)(6) 2024, the initial surgery was performed on (B)(6) 2024, the second surgery done on (B)(6) 2024 was performed only to remove the device fragments, all small fragments were removed. Further information received on (B)(6) 2025: "intra-operative x-ray images not available, the case was done at a public hospital where they do not save intra-operative images. The post-operative x-ray images available that the reporter can possibly access will be the final images after insertion of the second screw that worked well". Orthofix ref: (B)(4), distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 99-t93695, batch b1053976 (lot marked on the component is b1053573), before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 24 devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received from this specific device lot. Technical evaluation the returned screw, received on january 2, 2025, was examined by orthofix quality engineering department. The returned screw was subjected to visual and dimensional check as per orthofix specification. The visual check evidenced presence of damaging signs on the device surface. The visual check also evidenced that the teeth on the surface of the lag ferrule are damaged and broken. The dimensional check, performed where possible as the device is broken, did not evidence any anomalies. A functional check was not possible as the device is broken. The device was then sent to an external laboratory for the chemical, mechanical and failure analysis which evidenced as follows: radial scoring marks on the screw body and significant damage to the wings of the threaded expansion element. Deformation of the wings due to excessive expansion. Torsional deformation of some wings. Material removal at the tips of the most deformed wings. Scoring marks and severe tribological alteration on the wing extremities, both radially and on the frontal face. Damage to the left-handed thread on the screw body, resulting from excessive tightening. Damage to the internal conical seat of the expansion body, which contacted the screw threads due to over-tightening. The raw material of the returned device is conforming to specification. Considering the findings from the analyses, it is evident that the damage involves the expansion element and, consequently, the left-hand threading on the screw body. The expansion wings appeared to have been over-tightened with high force, exceeding the normal tightening and the typical expansion of the wings. Conclusions: the results of the technical evaluation concluded that the returned lag screw was originally conforming to orthofix specification. It is most likely that this lag screw failed because of the particular conditions of use. Orthofix can suppose that the lag screw was over-tightened with high force, exceeding the normal tightening and the typical expansion of the wings. Orthofix would like to recommend following the instructions included in the chimaera hip fracture system operative technique, ref: hf-1501. Orthofix historical records shows that no other notifications have been received from this specific device lot. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital, surgeon's name: dr (B)(6), date of initial surgery: on (B)(6) 2024, body part to which device was applied: femur neck, surgery description: fracture treatment, patient's information: 52 years, male, problem observed during: clinical use on patient/intraoperative type of problem: device functional problem. Event description: "chimaera lag screw fins broke off in patient while turning the screw in, we removed the damaged screw and inserted a new one that worked perfectly, unfortunately there stayed pieces of metal behind in the patient. The patient have metal stuck in its soft tissue" the complaint report form also indicated: the device failure had adverse effects on patient: un-retrieved device fragments the initial surgery was not completed with the device a replacement device was immediately available to complete the surgery (a second chimaera lag screw that was in the loan set was used) the event led to a delay in the duration of the surgical procedure: 20 minutes dealy, fragments left within the patient. An additional surgery was required: performed on (B)(6) 2024; they debrided the patient to remove the small pieces of metal. A medical intervention (outpatient clinic) was not required copy of operative reports is not available copy of x-ray images is not available product is available for return device was at its first use patient's current health condition: discharged and recovering. Further information received on december 18, 2024 the initial surgery was performed on (B)(6) 2024 the second surgery done on (B)(6) 2024 was performed only to remove the device fragments. All small fragments were removed. Orthofix ref: (B)(4) distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix. Orthofix is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as further information and/or the results of the investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.